Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2024, the following additional information was obtained: it was unknown when the issue occurred but might have happened sometime between after the procedure and during reprocessing. The ports were not placed. The color of the wire was black. There was full wire breakage. The black insulation was damaged/broken but there was no wire exposed to it. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was analyzed, and initial findings were confirmed. The instrument was given to design engineering for further review of the retracted insulation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown when the issue occurred but might have happened sometime between after the procedure and during reprocessing. The ports were not placed. The color of the wire was black. There was full wire breakage. The black insulation was damaged/broken but there was no wire exposed to it. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and was found to have a retracted insulation. The instrument passed the electrical continuity test. Components adjacent to this wire did not show damage.

Event description:
It was reported that 8mm fenestrated bipolar forceps (fbf) instrument conductor wire insulation was damaged. There was no report of patient involvement.